Event description:
Add'l info rec'd from pt 8/5/02: repeat bone marrow aspiration and biopsy.

Event description:
Add'l info rec'd from MFR 6/20/02: pursuant to telephone conversation of 6/13/02, MFR offers the following info concerning the report. Event first reported to MFR 5/24/93 via lawsuit documents. Event report to FDA 5/25/93 and assigned FDA access #m385392. Addendum report sent to FDA 6/14/99 regarding medwatch report #1016229. Medical engineering corp does not have any further info concerning this event.

Event description:
Plastic surgeon stated these were safe and endorced by the FDA as safe. Had to have one replaced, it was infected with staph.